Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was reproduced and confirmed through evaluation. Evaluation found loose screws on the upper auxiliary and it was determined that this was the failing component which caused this error. The upper auxiliary was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump alarmed "system error 322." It was also reported that there was no patient involvement.